Event description:
It was reported that following the angio-seal vip deployment, the patient developed retroperitoneal bleed several hours later. The patient had severe pain and received blood transfusions. The patient was recovered without surgical repair and was reported in good condition.

Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.